Manufacturer narrative:
The cautery hook tip instrument accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post failure analysis evaluation) or if additional information is received. Intuitive surgical, inc. (Isi) has reviewed the site's system logs with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: during the da vinci single-site cholecystectomy procedure, the cautery hook tip instrument accessory installed on the monopolar cautery instrument fell off. The instrument accessory was successfully retrieved via open surgery. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contributed to an adverse event.

Event description:
It was reported that during a da vinci single-site cholecystectomy procedure, the tip of the monopolar cautery instrument fell off. According to the initial reporter of this complaint, the surgeon attempted unsuccessfully to retrieve the instrument tip using the da vinci surgical system. The surgeon then made the decision to convert the surgical procedure to open surgery in order to retrieve the instrument tip. On 11/03/2014, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained additional information regarding the reported event. The csr indicated that she was present during the surgical procedure and the event occurred around the middle of the surgical procedure. Prior to the event, the surgeon was able to use the monopolar cautery instrument without any issues. The csr stated that the surgeon was able to successfully retrieve the instrument tip via open surgery. In addition, the surgical procedure was completed via open surgery and no post-operative complications have been reported.